Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20-30 mg/dl. Reportedly, the customer consumed glucose tablets to address their bg level. The customer alleged that the pump delivered insulin when their bg was low. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended.